Manufacturer narrative:
(B)(4). Date sent: 7/18/2025. B3: exact date: unk entered as 1/1/2018. D4: batch#: unk. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by attorney for patient in litigation that patient with history of distal pancreatic insulinoma underwent laparoscopic distal pancreatectomy. No difficulties are reported intraoperatively although the surgeon notes they did get into what looked like the splenic vein, which they controlled with harmonic and clips. An ¿echelon 45 stapler¿ was used on the pancreas where a ¿bit of bleeding on the staple line which controlled with clips.¿ post-operatively on day one, the patient became tachycardic and hypotensive. She received a blood transfusion and improved, before deteriorating again and developing increasing abdominal distension and was returned to the operating room. The surgeon performed a laparoscopy which was converted to an open abdominal exploration with oversewing of the pancreatic remnant and staple line where approximately 2 liters of blood/clot was removed. The patient required a further two units of blood to be transfused intra-operatively. Post-operatively, the patient was admitted to the ICU. She developed pulmonary edema secondarily to the transfusions and was discharged after 15 days in the hospital. No information is currently available as to patient¿s current condition. Patient consequences has seen.

Manufacturer narrative:
(B)(4). Date sent: 8/4/2025. Additional information was requested and the following was obtained: patient age 61 year old. An echelon 45 was used and a bit of bleeding occurred on the staple line and controlled with clips. Otherwise, hemostasis was excellent. 100ml blood loss was related to the splenic vein blood. Patient was stable through the case. Post operative 1 day of lap distal pancreatectomy, hypotensive and tachycardic requiring a blood transfusion. Responded well and then became tachycardic and hypertensive again with increasing abdominal distention. Diagnosed with intra-abdominal hemorrhage and brought back for a diagnostic lap. Pre-operative antibiotics were used. Converted to an open procedure and 2l of blood was sucked out of the abdomen. A liter of clot was also removed. Observed that the staple line was bleeding and controlled with sutures. Patient was transferred to the ICU.